Event description:
The customer reported that the mx500 is alarming speaker malfunction and no sound is coming from the monitor. The device was not in clinical use at the time the issue was discovered. There was no patient involvement.